Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using an er220 to ligate the cystic artery and cystic duct. The rep was not present when the surgeon elected to use the er220 device (rep in another case at the same hospital). The clips were not forming correctly as they were scissoring and not closing on the tissue completely. The rep was called in and the rep states that it appeared there was an excess of tissue in the jaws when the surgeon fired the er220 devices. An er320 was opened to complete the case without any further incident. There was no consequence to the pt.